Event description:
It was reported that the device switched off twice while in use on a patient in cardiac arrest. The device was switched on and after connecting the electrodes, the device switched off. Then the crew switched the device back on but it switched off again. It was also specified that everytime the device switched off, the crew was able to turn the device back on immediately. According to the customer, the battery level was indicating a capacity of 75%. The patient expired during the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio confirmed through a review of the electronic data from the device that the reported loss of power occurred. After additional investigation it has been concluded that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power.

Manufacturer narrative:
Physio-control evaluated the device and was unable to reproduce the reported failure. Physio-control also performed a clinical review of the electronic patient records downloaded from the device and observed that patient's initial rhythm and subsequent ECG waveforms were non-shockable rhythms. Physio-control also analyzed the reported event and observed that the down-time of the patient was unknown as the customer reported that the collapse of the patient was unwitnessed. Therefore it was determined that the device use did not contribute to the patient's outcome. The customer was provided with a replacement device under warranty.

Manufacturer narrative:
Recall number on supplemental medwatch 004 indicates: 3015876-01/04/2017-001c. Recall number on supplemental medwatch 004 should indicate: 3015876-01/06/2017-001c